Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. A 2.25x16mm synergy ii drug-eluting stent was advanced for treatment; however, during procedure, the distal part of the stent strut got damaged or broken. The procedure was completed with a different device. No patient complications nor injuries were reported.